Manufacturer narrative:
The device remains in service at the customer site. Spacelabs field service engineer made several email attempts to follow up with the customer for additional information, and none was provided. This report is complete, and this issue is considered closed. Spacelabs will submit a supplemental report should additional information become available. H3 other text: placeholder.

Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2021 that an xhibit central display went blank and affected patient care at the time of event. No injury was reported, and this incident is under investigation.